Event description:
Neoveil (sheet) was used to prevent pancreatic fluid leakage during a lymph node dissection performed as part of a gastrectomy for advanced gastric cancer on (B)(6) 2024. Postoperatively, there was no pancreatic leakage, and the patient was discharged soon thereafter. Approximately six months after discharge ((B)(6) 2025), the patient was brought in for a myocardial infarction. A CT scan revealed a mass-like lesion in the area where the lymph node dissection had been performed. The lesion was surgically removed and sent for pathological examination. The final report suggested that the tissue was granulation tissue derived from neoveil (sheet) and had become extremely firm - likely scar tissue, according to the attending physician.

Manufacturer narrative:
On april 8, gunze learned that the patient was readmitted due to a cerebral infarction, not a myocardial infarction as previously reported.

Event description:
Neoveil (sheet) was used to prevent pancreatic fluid leakage during a lymph node dissection performed as part of a gastrectomy for advanced gastric cancer on (B)(6) 2024. Postoperatively, there was no pancreatic leakage, and the patient was discharged soon thereafter. Approximately six months after discharge (B)(6) 2025), the patient was brought in for a cerebral infarction. A CT scan revealed a mass-like lesion in the area where the lymph node dissection had been performed. The lesion was surgically removed and sent for pathological examination. The final report suggested that the tissue was granulation tissue derived from neoveil (sheet) and had become extremely firm - likely scar tissue, according to the attending physician.